Manufacturer narrative:
G2: country of origin is japan. H3: product analysis of part# 9560100, lot# 549568 during inspection, it was observed that the image was cloudy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding product used for spinal therapy. It was reported that there is poor visibility due to cloudy lens. There was no patient involvement reported and no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that the event occurred during procedure. The procedure involved in the event was micro endoscopic discectomy (med). There is patient involved in the event and no further complications or symptoms reported.